Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
Lor states "patient complained of increasing jaw pain on the right side. Palpation of the muscles of mastication demonstrated extreme pain in the right lateral pterygoid muscle. Patient was instructed to discontinue byte treatments and was referred to a local practitioner that specializes in tmd therapy."